Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogating the implantable cardioverter defibrillator, the device was found with stored episodes of post paced t wave oversensing. Programming changes were anticipated but no changes were made at the time of the visit.